Manufacturer narrative:
It was reported that the sheath got damaged during procedure. When the sheath removed a small slit on the tip of the dilator was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, the sheath got damaged during introduction on a amplatzer super stiff cook guidewire. The physician didn¿t succeed to introduce the delivery sheath into the patient. When the sheath removed a small slit on the tip of the dilator was noticed. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure. There was no complication for the patient and no significant delay to treat the patient due to the issue.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information